Event description:
It was reported that the set screw doesn't hold onto the screwdriver.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the set screw doesn't hold onto the screwdriver.

Manufacturer narrative:
Evaluation summary: the alleged product issue was visible and confirmed. Referring to the observed damages it is suggested that the (pre-) damage was caused intra-operatively. The edges at tip of hexagon show clear material deformation clamping the c-ring in the groove. This evaluation revealed that the reported event (clamping property not as intended anymore) is most likely regarded to fading of the clamping property due to one or multiple intra-operative oblique insertions of the device into set screws over the time of use at user site. The issue is regarded as not device related but rather as related to an intra-operative procedure at user site. No discrepancies were detected during risk analysis review. No non-conformity identified.